Manufacturer narrative:
We are now investigating this case.

Event description:
Adverse event: arthritis. Unk (date) - a (B)(6) pt had 1st artz dispo injection with ropivacaine. Arthritis with swelling occurred after the injection. Unk - she was admitted to a hosp. Unk - she recovered. On (B)(6) 2011 an orthopedist at the hosp inquired of a sales rep about arthritis with swelling. He also reported the pt received artz dispo at the other clinic had arthritis with swelling and was admitted to his hosp. He considered that the event was related to artz dispo because no infection was observed.